Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a limitation in the proximal part of the outflow graft could not be confirmed as the device remains in use and no images of the obstruction were provided by the account for review. Furthermore, a specific cause for the reported outflow graft limitation could not be conclusively determined through this evaluation. The account reported that the patient¿s heartmate (hm) 3 device was being investigated for a potential limitation at the proximal part of the outflow graft. The patient underwent a diagnostic process but was noted to be without any flow limitations, alarms, or physical limitations. Additional information later communicated stated that the patient would be seen for a regular checkup in (B)(6) 2021, during which time, a computed tomography scan will be performed to check the status of the outflow graft and log files will be reviewed. It was also reported that the patient had no low flow alarms at this time and all hm3 pump functions were reportedly good. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and no further events have been reported at this time. The hm3 lvas IFU contains information regarding the preparation and attachment of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, this IFU states that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a limitation in the proximal part of the outflow graft. The patient underwent diagnostic process and was without any flow limitations, alarms, or physical limitations.